Event description:
It was reported that over the last 2 weeks there were multiple occasions where the pump felt hot to the touch. The patient's mother indicated that entire pump gets warm, but the display seems to be the hottest.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: there was no physical damage or moisture damage observed to the battery compartment or cap. The pump booted to the verify screen appropriately. The pump electrical current draws were tested and the current draws were found to be within specifications. The pump was exercised for 29hours without any overheating or alarms occurring. The pump was opened to inspect for intermitting conditions and moisture damage; no damage or defects were found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).